Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet insulin pump experienced erratic glycemic control while not announcing meals per clinician guidance, with postprandial glucose rising to approximately 300 mg/dl followed by low glucose, and ongoing nausea, vomiting, peripheral edema, and a reported urinary tract infection; the infusion set in use was a 6 mm teflon set, and no alerts or alarms were reported. Symptoms included feeling sick and nauseated. Outcomes included no use of backup therapy, no ketone testing, and no professional medical intervention or hospitalization. Investigation included contact attempts for clinical details and use assessment, as well as troubleshooting and education regarding meal announcements and hypoglycemia treatment with oral glucose. Investigation of this case revealed user behavior consistent with missed meal announcements and reliance on oral glucose for lows, with subsequent report from a caregiver that the device was working properly and overall glucose control had improved compared with prior years. It was concluded that the event was related to use conditions including non-announcement of meals rather than a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.